Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet fossa component catalog #: unknown lot #: unknown; zimmer biomet mandible component catalog #: unknown lot #: unknown; zimmer biomet screw catalog #: unknown lot, #: unknown. G2: foreign - spain. Gonzalez-perez l-m, montes-carmona j-f, torres-carranza e, infante-cossio p. Total joint replacement for immediate reconstruction following ablative surgery for primary tumors of the temporo-mandibular joint. Journal of personalized medicine. 2023; 13(7):1021. Https://doi.org/10.3390/jpm13071021. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00028, 0001032347-2024-00029, 0001032347-2024-00030 & 0001032347-2024-00031.

Event description:
It was reported thorough a review of a journal article titled total joint replacement for immediate reconstruction following ablative surgery for primary tumors of the temporo-mandibular joint published in the journal of personalized medicine that a study was conducted at the oral and maxillofacial surgery of the virgen del rocio university hospital of seville, spain. The study period was between four and thirteen years ago. The objective of this retrospective study was to investigate the clinical, radiological and histopathological characteristics of patients with primary tmj tumors who were managed with ablative surgery and immediate reconstruction with total joint replacement and to evaluate their surgical outcome and morbidity. The study reviewed 24 joints (18 unilateral and 3 bilateral). The study patients underwent ablation of tmj tumors with the placement of zimmer biomet microfixation tmj replacement system®, jacksonville, fl, USA (22 stock and 2 custom-made prosthetic systems). All procedures replaced the glenoid fossa component and the mandibular condyle. The study population had a mean age of 54 years at time of surgery (range: 29-72 years) (9 males/ 12 females). After tmj replacement, all the patients were followed up for at least 5 years (range: 5¿10 years). Mean pain (vas) and preoperative opening (cm) were 5.9 (range: 4¿8) and 3.5 (range: 2.4¿4.8), respectively. Mean pain (vas) and postoperative opening (cm) measured at 5 years were 1 (range: 0¿4) and 4.2 (range: 3¿5.3), respectively. The study reported one patient underwent removal of tmj prostheses due to malocclusion/instability which was a result of loosening of the implant screws. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: device evaluated by manufacturer - other: the device could not be evaluated as no product identification was provided and the product was not returned. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.